Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, battery alert notification about longevity analysis was noted after the device was implanted. While troubleshooting the issue, the device was checked again, and testing was successfully completed. The device was interrogated with no alerts after the completion of procedure. The patient was discharged with no issues.